Manufacturer narrative:
The investigation of the arm associated with this complaint is underway and the root cause is not currently known.

Event description:
A customer reported that their acc arm unit stopped functioning during a rescue involving a patient following a suicide attempt. During the resuscitation attempt, the arm stopped working and manual CPR was initiated and continued while the patient was transported to the hospital. The patient did not survive to the hospital.